Event description:
It was reported that the patient had pain at the catheter track. It was indicated that, during a dye study, there was an inability to aspirate the catheter. When the healthcare provider (hcp) injected the dye, it was visualized as leaking at the midpoint of the catheter and there was no dye visualized intrathecally. It was stated that a catheter revision or replacement was being planned for the break. It was also reported that the patient had back surgery a few months prior to report, occurring approximately at the onset of her symptoms. At the time of report, there was no patient injury. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).